Manufacturer narrative:
Device not returned.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room due to a high blood glucose (bg) level of 450 mg/dl. Reportedly, the customer used insulin past labelling. A manual insulin injection was administered to address bg level. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.